Manufacturer narrative:
UDI #: (B)(4). Implant date: if implanted; give date: na (not applicable) the cartridge is not an implantable device. Explant date: if explanted; give date: na (not applicable) the cartridge is not an implantable device, thus it would not be explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a piece of the cartridge popped off into the patient's eye during lens evacuation. The piece of the cartridge was removed from patient's eye with irrigation/aspiration. The lens was fully inserted when the cartridge piece popped off. There was no patient injury and the patient was reported as fine following the surgery. It was noted that the non amo plunger/inserter used with the cartridge was bent.

Manufacturer narrative:
Additional concomitant product: inserter, model dk7796, serial #(B)(4). Product evaluation: a total of ten 1mtec30 cartridges were returned for investigation. Nine out of ten 1mtec30 cartridges returned in their original packages, samples returned sealed and unused. The other cartridge was returned used. Scarce amounts of viscoelastic solution were observed on the used cartridge which indicated that the unit was handled and prepare for surgical use. Dent/distortions, stress marks, and a crack defect were observed on the cartridge tip. The reported cartridge crack was verified. Nine cartridges out of ten were verified and have no defects and/or product damaged observed on these unused units. Manufacturing record review: the manufacturing process record was evaluated. The review for the cartridge with lot number cp02410 was found to have no non-conformances, discrepancies, or deviations for similar issues during the manufacturing record review. The product was manufactured and released according to specification. During the manufacturing process, the product is checked for cracks, stress marks, bubbles, melting, roughness, dents, smashed tips of other unacceptable conditions. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. Labeling review: a review of the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the cartridges. All pertinent information available to abbott medical optics has been submitted.